Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. Reportedly, customer delivered too large of a bolus, which subsequently decreased their bg level. Reportedly, customer received assistance from their son by providing carbohydrates to address bg level. The customer was instructed to consult with healthcare provider regarding bg level.